Event description:
It was reported that the system high voltage tank would arc during high techniques. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced a faulty high voltage power supply tank. System operates as intended.